Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited insulation damage found during a generator change procedure. The patient underwent surgical intervention to abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.